Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes'), uterine perforation ('perforation: uterus') and device dislocation ('migration of essure device'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain, chronic"). The patient was treated with analgesics. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): investigation: on an unknown date, essure confirmation test conducted: yes. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new event: migration of essure device was added, treatment drug was added, lab data was added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) and pelvic pain ("pain, chronic"). At the time of the report, the fallopian tube perforation, uterine perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation, pelvic pain and uterine perforation to be related to essure. The reporter commented: she received treatment for pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received, case is now incident. New event uterine perforation, fallopian tube perforation, chronic pain were added, patient's date of birth and reporter address were added, device insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.